Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if issue occurred again, which caller acknowledged and understood.